Event description:
Boston scientific received information that during a follow up out of range pacing impedances were noted on the right atrial (ra) lead. An increase in thresholds was also noted and a lead fracture was suspected. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.